Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the keyboard was unresponsive. A field service engineer (fse) confirmed that after troubleshooting and disassembling the keyboard, it was revealed some type of liquid ingress in the universal serial bus (usb) connections. Due to the lack of a replacement part, the connections were cleaned with alcohol, reassembled, and tested. The customer then tested unit with various functions and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the keyboard was not responding. The customer had rebooted the station but continued to experience the issue, as none of the keys were functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.